Event description:
The customer reported poor vacuum in vitrectomy mode. Further follow up confirmed that a posterior capsule tear occurred (cause was not provided), and an unplanned vitrectomy procedure took place. The customer has not been able to provide further information about the specific patient.

Manufacturer narrative:
The company service representative examined the system and found that it met specifications. The problem could not be duplicated. The root cause of the posterior capsule tear could not be determined from this investigation.